Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator not switching on. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Two different technical error codes were generated for expiratory channel failure during startup and barometric pressure too low. Also, it failed pressure transducer test during pre-use check. Several components were replaced: monitoring pc board, dc/dc & standard connectors pc board, power control pc board, pressure transducer pc board and the o2 sensor. A preventive maintenance was also performed. No parts were returned for investigation and no ventilator logs were provided. Since no parts were returned for investigation, the root cause of the reported failure of not switching on has not been determined, but one or several of the replaced components most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).